Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic for follow-up. Multiple episodes of non-sustained rv oversensing were observed on egms. Potential myopotential oversensing was noted. The oversensing could not be replicated. Programming changes will be made.